Manufacturer narrative:
(B)(4). Additional skin reaction reported under (B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 07/17/2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. The patient¿s mother stated that the reaction was not noticed until after the sensor was removed. The skin was bumpy under the sensor patch, and upon removal there were blisters and redness in different sizes. The reaction extended around where the patch had been on the abdomen. The affected area was treated with triamcinolone acetonide cream, prescribed for a previous skin reaction. The exact date of medical intervention was not provided. No additional event or patient information is available.